Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set with cassette leaked during peritoneal dialysis therapy. The home patient (hp) disconnected the treatment and shut down the cycler, then started over with a new set of supplies. The hp went to the clinic to be checked for peritonitis; a pd effluent culture sample was taken and registered nurse (rn) said that the result was negative. The hp was given prophylactic antibiotic as treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.